Event description:
It was reported to philips that the system did not boot up successfully. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not boot up successfully. A review of the system logfile confirmed the reported malfunction. Upon troubleshooting, the rse confirmed that nothing was shown on control monitor. The fse visited onsite and upon functional testing, the fse found that the host pc was faulty. The defective host pc was returned for analysis, and it confirmed that the cmos battery voltage was too low which was causing the failure. To resolve the reported issue, the fse replaced the host pc and hard disk, reinstalled the software and performed x-ray adjustments. After replacement and installation of software, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.